Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was intermittently not detected. The field service engineer (fse) removed the full height drawer, reseated all drawer and cable connections, and cleaned all contacts using alcohol wipes. Drawer pockets were reinstalled, the station was rebooted, and functionality was verified in the hardware test application. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 6 not detected on bus, which located on (B)(6). The customer attempted to reboot the station and tried to recover the drawer, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.